Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-jun-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a network failure. A field service engineer confirmed that the network department reset the router, after which the station resumed communication, and then fse verified access successfully through remote support service. The system functioned as intended when the field service engineer investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was not communicating and remote smart services (rss) was offline. The device was not displaying the patient profile and was in disconnected mode. The station was in critical override, and new medications were not crossing over. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.